Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed a gray bar when being interrogated. It was noted that the crt-d displayed a gray bar when being interrogated about a year ago as well. The crt-d will not be implanted. There was no patient involvement.